Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer was analyzed and found to have stuck grips. The instrument was placed on an in-house system and passed the recognition and engagement tests. The grips did not open and close properly during manual articulation and could not be tested on the system due to instrument failing self-test. The instrument was not fully functional. Further investigation confirmed additional observations. The instrument was placed on the in-house system and failed self-test during initialization. The instrument was visually inspected and found there was no blade exposure observed due to the stuck grips. No initialization failures were reported in the logs. No physical damage was observed. The instrument failed the recognition based on log review. Error code 31009 was observed during log review, but the instrument was recognized on the in-house system. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the tips of the vessel sealer were not opening or closing while the instrument was installed onto the universal surgical manipulator (usm). The customer noted that the reported event continued to occur when the vessel sealer was removed manually. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: it was unknown if the vessel sealer extend (vse) worked at all during this procedure. It was unknown if the jaws were stuck on tissue when the issue occurred. Also, it was unknown if there was any adverse effect to grasped tissue.